Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that her blood glucose was high after she ate. The customer's blood glucose was over 300 mg/dl. The customer stated that she was high because she treated for carbs. The customer was assisted with removing the reservoir and rewinding the pump. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit. The customer also had problems with her sensor. The customer's blood glucose reading was 400 mg/dl. The customer also received a lost sensor alert. The customer's blood glucose was 53 mg/dl while her sensor glucose was 154 mg/dl. The customer will be sent a replacement sensor.